Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that a change battery alarm had occurred immediately after changing the battery. When another battery was used, the pump would vibrate and chirp but not power up. The reporter denied cracks and moisture exposure to the pump and stated that the battery cap was secure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.